Event description:
The device had fractured at the irrigation port, posing the risk of a small component being lost in a surgical site, during a service evaluation at the user facility. There were no adverse consequences related to this event.